Manufacturer narrative:
Findings: unit received with bleeding lcd glass. Also unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen after dropping the device. The patient's blood glucose level was mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.